Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the gallbladder to treat an acute cholecystitis during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the first flange of the stent was deployed. The second flange of the stent was then attempted to be deployed; however, the gray deployment hub broke in half. The physician attempted to re-attach the deployment hub to deploy the second flange but was unsuccessful. The stent was removed from the patient partially deployed and the puncture site was closed with an ovesco clip. The physician implanted another axios stent transgastrically into the gallbladder and successfully completed the procedure. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Product code: pcu, qxh; reported here as the product code exceeded character limit for the designated field. Premarket / 510(k)#: den230019, k150692, k153088, k181905, k220112, k233318; reported here as the premarket/510(k)# exceeded character limit for the designated field. Imdrf device code a15 captures the reportable event of stent partially deployed.